Manufacturer narrative:
The anti-hcv g2 reagent expiration date was not provided. The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation was limited due to the unavailability of sample material, instrument data, and additional testing details. A definitive root cause for the reported event could not be determined. However, single false reactive results can occur and are covered by the assay's specificity claim. The customer was advised to follow the instructions for use, which recommend duplicate retesting of initially reactive samples and confirmatory testing for repeatedly reactive results.

Event description:
The initial reporter alleged a discrepant positive result with the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas e411 rack instrument. The sample in question tested positive with the elecsys anti-hcv ii assay. Additional testing included abbott anti-hcv (ahcv) and polymerase chain reaction (pcr), both of which were negative.